Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the device was replaced due to a suspected performance problem. No patient complications were reported as a result of this event. No patient complications were reported as a result of this event. Additional information received through follow up indicated that the "product performance issue" was inadvertently marked "yes."

Event description:
It was reported that the device was replaced due to a suspected performance problem. No patient complications were reported as a result of this event. No patient complications were reported as a result of this event.